Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2014 she woke up vomiting and noted having diarrhea. It was further reported she attempted to test using her adc blood glucose meter, but the test did not start, so no result was provided. Customer also reported she was "dizzy" and had fallen down, but denied losing consciousness, noting it was just because she was so weak. Customer self-treated with 6 units of lantus insulin. Paramedics were called and she was transported to a local healthcare facility where she was diagnosed with dka (diabetic ketoacidosis). Customer was treated with insulin via intravenous infusion, in addition to receiving unspecified medications for nausea and pain. Customer was discharged from the hospital later in the day. No further information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.